Event description:
A us distributor reported a battery charger would not charge a battery.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (displays error code when charging battery pack) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The failure was due to contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the battery charger.